Event description:
It was reported that pump became very hot to touch while it was charging, although no temperature alarms were recorded in pump history at the time of the issue. There was no reported impact to the customer¿s blood glucose level. Customer was using tandem charging supplies, and technical support arranged for pump replacement and provided replacement tandem charging supplies as a goodwill gesture.